Event description:
A power on reset (por) was reported. The error code was 0x2. The error code was noted prior to implant. The device was not implanted, there was no patient involvement.

Manufacturer narrative:
Concomitant product: product ID neu_wrench_acc, serial # unknown, product type accessory. (B)(4). Analysis of the implantable neurostimulator, s/n (B)(4), found no anomaly.